Event description:
Wedge resection (possible lobectomy). Slc55g dlu calibrated and fired during a wedge resection but only two staples completely formed. They were present on the proximal end, one on either side of the knife. Surgeon inspected the tissue for staples but found none. The knife did cut, but not to the full thickness of the lung tissue. An slcr55g reload was loaded, calibrated and placed in the same position as the first firing. The proximal half of the lung was stapled and cut but the distal half had no staples. The knife did cut the entire length and the surgeon had to suture a transected blood vessel. A third slcr55g was loaded (from a different lot) and functioned properly.